Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board was replaced and the circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system intermittently would not boot up, or would shut down after boot. There was no patient injury or death reported.